Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the pick and fill reports were not updating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the pick and fill reports were not updating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server pick and fill reports were not updating. The technical support specialist checked that scheduled "pyxis fill" report on given specific date showed the same data as the report, possibly because the stations did not upload the refill transactions in time or the etl process did not update the report database before the next run, and found that no extract transform load (etl) history was available in the database, so it was not possible to verify if the issue was caused by extract transform load at the time. Additionally, no historical file versions of the scheduled reports were available to retrieve transaction examples. There were no visible issues with the job scheduler or report processing during the time of the incident. To proceed with further troubleshooting, an example timestamp, station ID, and medication ID for a specific refill transaction would have been required. The tss contacted the customer but no response from the customer end and updated for case closure.